Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Could not confirm the complaint. To duplicate the complaint tried to run a cycle, unit would produce a lid latch alarm. Latch would not engage so the unit would not start. Found that the power and signal board both had smoke damage.

Event description:
It was reported the lid open error occurs when the lid is closed and it will not function. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.